Manufacturer narrative:
The patient is (B)(6). Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient is experiencing pain for past 6 months. Patient observed leg and foot swelling over past 4 months. Also experiencing itching and incision site looks "sunken in."